Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5154600. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 373664.

Event description:
It was reported that the patient was experiencing painful shocking sensations and stimulation changes due to position. These shocking sensations were causing constant discomfort up in the neck area wrapping around the shoulder and into the chest. It was noted that the leads had high impedances and the ipg had migrated as confirmed through imaging. The patient underwent a revision procedure wherein the leads and ipg were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device components were retained by the medical facility.